Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported left ventricular posterior wall damage remains unk. However, information received indicated the pt did have myocarditis and there was no issue with the valve.

Event description:
The information provided to sjm indicated the pt died three days after this valve was implanted reportedly due to left ventricular posterior wall damage. Info received indicated nothing was thought to be wrong with the valve.